Event description:
On (B)(6) 2024, a patient (pt) in (B)(6) reported an ¿infection in my eye¿ and while using an acuvue® oasys® for astigmatism brand contact lens (cl). The pt reported the lens ¿came with little dots and they don¿t allow me to see well and they burn me.¿ the ophthalmologist made the pt discard the lenses and open a new pair of lenses ¿which came with stains.¿ on 22apr2024, the pt provided additional information. The pt reported ¿getting blisters under the eye lid¿ which occurred last month. The pt discarded the suspect lens and tried ¿new lenses¿ as recommended by the eye care professional (ecp). The pt reported the lens caused burning and discomfort immediately on insertion. The pt ¿tried to clean off but the discomfort and burning continued.¿ the pt reported the eye was red after the suspect lens was removed. No additional information was provided. On 22apr2024, the pt provided additional information. The pt reported the lens had a ¿type of dots new from the blister and was opaque.¿ the pt reported the eye was inflamed, with discomfort and redness. The pt took the suspect lens to the optical store and reported the issue. The pt reported the optical store was unable to ¿remove the dots after trying to clean them.¿ the pt went to an ophthalmologist who advised that the pt ¿developed granules under the eyelid and the granules made contact with the eye developing an ulcer in the left eye¿ (os). The pt reported the issues started in (B)(6) 2024 (the exact date was unknown), but was diagnosed with the os corneal ulcer on (B)(6) 2024 at the ecp visit. The pt was prescribed moxifloxacin, dexamethasone and lubricant eye drops, frequency and duration were unknown. The pt was advised not to use cls but was cleared to return to cl wear after treatment on the follow-up visit in (B)(6) 2024 (exact date was unknown). The pt was advised by the ecp to boil the lens case in water as a routine cleaning. The pt will try to get the medical reports from the hospital. The pt reported replacing cls every 6 months. Calls were placed to the pt on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024 to request the medical report from the pt¿s ecp visit, with no success. No additional medical information has been received. This os corneal ulcer is being reported as a worst-case as we were unable to verify the pt's diagnosis and treatment. The date of event is being reported as 01mar2024 as the exact event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b012jml was produced under normal conditions. The suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, if applicable.

Manufacturer narrative:
On 20may2024 the patient (pt) in argentina provided additional medical information. On (B)(6) 2024, the pt presented with secretions and foreign body sensation with pain in the left eye (os). ¿referred has completed with pt¿s treatment for corneal ulcers on the same eye, previous happened.¿ exam evident of superior conjunctiva ¿subpophol¿ (unknown term) multiple disperse papilas (unknown term), no evidence of ulcerous corneal lesions. ¿rest of restrictive without ¿oltrecies¿ (unknown term). ¿treatment chart for papilas with anti-inflammatories and cito a ventol.¿ after completing treatment, the pt can return to wearing contact lenses. No additional information was provided. No additional information is expected. If any further relevant information is received, a supplemental report will be filed if applicable.